Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead and implantable cardioverter defibrillator (ICD) exhibited low, out-of-range (oor) shock lead impedance (sli) measurement which was detected via the patient remote monitoring system. Boston scientific technical services (ts) discussed possible cause of observation. Additional information received that the patient was checked in the clinic and impedance measurements were within normal limits. The system remains in service. No adverse patient effects were reported.